Event description:
Pt's lancing device malfunctioned which led the pt to become hyperglycemic. Pt was unable to obtain a blood sample due to their lancing device malfunctioning. They reported that the needle would not penetrate their finger upon pressing the firing mechanism. Pt's parent stated that pt does not know the length of time they went without testing their blood. In the morning, the pt complained of stomach pain and began vomiting. The pt's parent drove them to the hosp. Their blood glucose level was tested on the hosp meter and the result was over 600 mg/dl. They were treated with an IV insulin drip and kept for monitoring. Upon troubleshooting the customer service rep requested that the lancing device be returned for eval. The product is being reported due to the fact that the pt suffered a serious injury as a result of the product malfunction.